Event description:
Rptr had bilateral breast augmentation. In 4/93 rptr saw plastic surgeon. Her left breast had encapsulated. On 9/30/93 rptr had implants and scar tissue removed with saline implants inserted.